Event description:
Fixators were applied bilaterally to the pt. X-rays taken during the application procedure showed that the left fractrue had supinated. Md could not retighten the distal ball joint locking bolt. The fixator was removed and another fixator was applied without further incident. The fixator applied to the right wrist functioned properly.